Event description:
Additional information received notes that there was atrial lead insulation anomaly.

Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible via pocket manipulation. There were no other electrical anomalies. The lead was extracted and replaced on (B)(6) 2018. Patient was stable before, during and after the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 14.9-15.3 cm from the pin consistent with lead friction to the device can. The etfe coating was abraded at this location. This is consistent with the observation from the field of issue of noise and insulation abrasion.